Event description:
According to the info received, one leaflet did not move at the "opened" position. Intraoperatively, the valve was explanted and pannus was noted. The valve was replaced with a carpentier-edwards 20mm valve.